Manufacturer narrative:
The reported events were lead dislodgement, failure to advance stylet, capture anomaly, and sensing anomaly. As received, a complete lead was returned in one piece with the helix noted retracted and clogged with blood/ tissue for the analysis. The reported event of failure to advance stylet was confirmed. The stylet was unable to be inserted beyond the distal region. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured, and it was within the specification. Meanwhile, the reported events of capture anomaly and sensing anomaly were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of failure to advance stylet was due to the inner coil being clogged with blood. Correction: the serial number was incorrect in the initial MDR - 2017865-2025-15236, and as the lead was originally implanted out of united states it was not possible to get more information on the serial number.

Event description:
It was reported that the patient's atrial lead was found to be dislodged. The dislodgement was confirmed via x-ray and additionally, the atrial lead was not appropriately sensing and capturing the right atrium channel. Physician attempted to reposition the atrial lead but the stylet was failed to advance in the right atrial lead. The right atrial lead was explanted to resolve the issue and the patient was in stable condition.